Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a lesion located in the mid left anterior descending (lad) artery which was reported to be moderately tortuous and severely calcified. No other abnormalities were reported in relation to anatomy. No damage was noted to packaging, i.e. Shelf carton, hoop/tray and no issues were noted when removing the device from the hoop/tray. No difficulties noted when removing the protective sheath and the device was inspected post removal of the protective sheath with no issues found. There was no observed product issue before implantation. Negative prep was not performed. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used. It was reported that stent dislodgement did occur in a coronary artery and was withdrawn to the radial artery. The resolute onyx stent did not reach the target lesion. An attempt was made to deploy the stent in the target lesion. The dislodgement occurred in the coronary arteries during the advancement of the device. The resolute onyx stent was deployed in the radial artery and therefore remains in the patient. Vascular surgeon did not retrieve as there was good flow down the vessel. No intervention is planned to remove the stent from the radial artery. Post procedure, the patient status was alive with injury. The current status is stable and recovering.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.